Manufacturer narrative:
Qn#(B)(4). One unit of manta, dilator and sheath were returned. Blood particulates were noted on the unit. Units were decontaminated and inspected. Partial displacement of the button valve noted. One of the teeth of the bypass tube was deformed significantly. Functional test for advancement could not be performed. The device lot history record review for lot number mn2301532 manta 18f indicated during lot release of manta lot (mn2301532) two devices exhibited a failure of the collagen deployment specification. No other non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. A 78-year-old male patient (73 kg) presented in the or for a tavr procedure. Following the tavr, an 18f manta was deployed for closure. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. The bypass tube would not enter the hemostatic valve. No buckling or bending occurred to the bypass tube when resistance was met. The physician applied additional effort to pass the bypass tube through the hemostatic valve although was unsuccessful. The IFU indicates: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. The occurrence rate for similar events regarding manta- difficulty advancing delivery system tube is 0.0915%. We will continue to monitor the rate for all ders related to capa00319 and only initiate a new nce if the occurrence rate exceeds 0.40% as specified in capa00319. The der process will continue to monitor for any similar events.

Event description:
As reported "resistance met when introducing manta device into valve. Additional effort used to pass bypass tube through valve and could not get it to advance. Removed manta device and manta sheath over the wire. Introduced new device (same box same lot number) and was able to get bypass tube through valve. Still had a lot of resistance and bypass tube would kick out of valve, but device went through, and successful closure occurred." No patient injury, harm, or consequence reported. It was reported that instant hemostasis achieved, and patient is "fine". Associated to MDR 3010252479-2023-00266.

Manufacturer narrative:
Qn#: (B)(4). A review of device history records will be conducted. A follow-up report will be issued after the investigation is complete.

Event description:
As reported "resistance met when introducing manta device into valve. Additional effort used to pass bypass tube through valve and could not get it to advance. Removed manta device and manta sheath over the wire. Introduced new device (same box same lot number) and was able to get bypass tube through valve. Still had a lot of resistance and bypass tube would kick out of valve, but device went through, and successful closure occurred." No patient injury, harm, or consequence reported. It was reported that instant hemostasis achieved, and patient is "fine". Associated to MDR 3010252479-2023-00266.